Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Complaint from xxxxxx hospital. The customer complained that the needle was found blocked after connecting to the syringe before injection.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the needle was found blocked. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. The photo provided shows a syringe and a packaging blister top web. No other information could be obtained from the photo. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305107, lot 3158705. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Complaint from hospital. The customer complained that the needle was found blocked after connecting to the syringe before injection.